Event description:
It was reported that (1) cdh29 was used during a low anterior resection procedure. It was reported by the rep that the hosp had difficulty removing device after anastomosis. The anastomosis leaked. The case was completed by hand sutured. There was no consequence to pt.